Event description:
While attempting to defibrillate a pt (age & gender unknown) with defib pads, the device delayed discharge to the pt, however the device did discharge a delivery of energy (joules unknown). Complainant indicated that at time the nurse received an unintended delivery of energy. Attempts to receive additional info regarding the malfunction have been unsuccessful complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. The dfib pads that were used in the event were discarded at the customer facility prior to being evaluated. The device was taken out of service and brought to a third party biomedical engineer, the reported malfunction was unable to be duplicated.